Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the device will intermittently fail to power on. The reported problem was found during routine device inspection/testing. There was no pt use associated with the reported failure.